Event description:
Additional information received reported that a surgical revision and replacement regarding the ins and lead had occurred. A reprogramming had been tried but was not successful. It was indicated that the cause of the surgery was due to the patient losing 50 lbs. And having the lead migrate. It was noted the patient did not require hospitalization due to the event. The patient had not been back to her health care provider for follow up after the replacement.

Event description:
Additional information received reported that the event was attributed to lead dislodgment/migration. It was stated that there was a replacement due to loss of efficacy on (B)(6) 2012. It was also stated that the system was reprogrammed. No patient injury was associated with this event.

Manufacturer narrative:
Product ID 3889-28, lot# v386129, explanted: 2012-(B)(6), product type lead; (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v386129, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect "about a couple of week ago." There were no falls or trauma reported although the patient did try to lift a bag of dog food. The patient did not check the therapy with her patient programmer as she was not familiar with how to use it. The symptoms were at the lead location. X-rays were taken on (B)(6) 2012, and showed that lead disconnected from ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).